Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and above the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed. The test results were normal. Root cause was determined to be related to the sample condition. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample was collected in a serum separator tube and centrifuged at 3100 for 10 minutes. The customer stated there was fibrin on the top of the gel. Per system check performed on (B)(4) 2009 at 07:56, all portions were within specifications. Two levels of quality control were +/- 2sd of established mean prior to and on the day of event. On (B)(4) 2009, the field service engineer spoke with the customer on the phone. The customer stated she found fibrin in the original sample and is sure it was what caused the erroneous result. The service call was canceled per customer's request. Root cause was determined to be related to the sample condition. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for add'l reportable events.